Event description:
Event description cpi received information that this y connector was removed from service. During a replacement procedure of an implantable cardioverter defibrillator (ICD) this y connector was replaced because it was 'deformed'. No additional information is available. Additional information received on 10/18/98. The endotak transvenous defibrillation lead was extracted because of a fracture of the distal coil.